Event description:
It was reported that this patient observed a red call doctor (rcd) icon on their remote monitoring communicator. Boston scientific technical services (ts) explanted to the patient that the rcd icon indicates a potential change in their implanted products and referred them to their following clinic for review. Ts noted that the communication issue is related to the 3g cellular service shutdown. As a result, a new 4g cellular adapter was sent to the patient to be used on their remote monitoring communicator. A subsequent review of implanted product data indicates the observed rcd icon was due to a recent high out of range shock impedance measurement of 125 ohms on this right ventricular (rv) lead. The shock impedance trend data indicates that the shock impedance has been gradual increasing over time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.